Event description:
It was reported that an ilet insulin pump was inadvertently laundered, after which the device would not power on, and a replacement device was shipped; the original device subsequently dried out and resumed function. Symptoms included no adverse clinical symptoms reported. Outcomes included no impact to the patient reported. Investigation included review of complaint details and device history, and attempted device evaluation contingent on device return. Investigation of this case revealed device damage consistent with exposure to liquid and subsequent nonpowering condition, with later user-reported recovery after drying, and no evidence of a systemic device malfunction. It was concluded that the event was consistent with user-induced liquid damage and that the device function was compromised due to exposure to water, not a manufacturing defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.